Event description:
Consumer called to report her meter having accuracy concerns with her plink meter. Analysis run on clark error grid using mean avg reading (159) as reference point vs. Bd readings (30,288) yielded some data points in the c range of the grid, outside acceptable limits.